Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected failed battery test alarm was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a failed battery test alarm when changing the battery on her insulin pump. Customer's blood glucose is 170 mg/dl. The battery compartment and springs are not damaged or corroded. Customer took the battery out for ten minutes and cleaned the contacts, but the device alarmed failed battery test again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.